Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 of the initial medwatch as the customer's allegation were not confirmed during the investigation stage. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined for the reported event of "the image is not displayed and flickers" as it was not reproduced at the olympus repair department. Additionally, the root cause for the discovered event, "coupler could not be locked", could not be further specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image was flickering and had color lines. The issue was found during preparation for use for a therapeutic laparoscope procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image was flickering, and had color lines due to a faulty cable. In addition, the coupler was unable to lock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.